Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Emergency medical services (ems) was called and ems provided two oral glucose treatments to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.